Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connectors. Analysis also noted that the lower case was broken, the hanger assembly was broken, and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular connectors were cracked and broken. The epg was returned for service. There was no patient involvement.